Event description:
The user reported that the ventilator briefly displayed a red light (did not reoccur), log files showed that the ventilator went into apnea state around that time. A biomedical engineer checked the device: when he turned it on, he did not observe any alarms or faults. There was no serious deterioration in the health of the patient, user or other person. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g1, g6, h2, h4, h11

Event description:
The user reported that the ventilator briefly displayed a red light (did not reoccur), log files showed that the ventilator went into apnea state around that time. A biomedical engineer checked the device: when he turned it on, he did not observe any alarms or faults. There was no serious deterioration in the health of the patient, user or other person. Investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g1, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The patient was manually bagged and moved to another device. No harm reported. The event did not cause or contributed to a death or serious injury to a patient. No further feedback was received. No part was replaced, correction was unknown, and the exact root cause could not be confirmed.

Event description:
The user reported that the ventilator briefly displayed a red light (did not reoccur), log files showed that the ventilator went into apnea state around that time. A biomedical engineer checked the device: when he turned it on, he did not observe any alarms or faults. There was no serious deterioration in the health of the patient, user or other person. Investigation is ongoing.